Event description:
It was reported that the battery would not charge despite multiple attempts with different charging cables, wall adapters, and confirmed working outlets, and charging connection. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy.